Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a patient was receiving a right t8 erector spinae plane continuous peripheral nerve block when the catheter fractured around 3.5cm from the tip. The fracture occurred during insertion. The patient has been since discharged with the retained catheter fragment left in place inside. No update on patient's current condition was provided.